Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that 642 products biomet bone cement 2x40g, reference (B)(4), batch a646cj2508 were manufactured on 20 april 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. The review of the sterilization certificate indicates that the products were sterilized according to the specification. 7 complaints (including the current complaint) have been recorded for this issue for biomet bone cement 2x40 g, reference (B)(4), batch a646cj2508 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the inner sterile packaging was found to be opened. This issue was found before the surgery. No adverse events have been reported as a result of the malfunction. There was no patient involvement.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The review of the device manufacturing quality record indicates that (B)(4) products biomet bone cement 2x40g, reference 4035890022, batch a646cj2508 were manufactured on 20 april 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (packaging: inner pouch open sealing). The review of the sterilization certificate indicates that the products were sterilized according to the specification. The device will not be returned to the manufacturer. Therefore it will not be analyzed. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging was found to be opened. This issue was found before the surgery.